Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced.

Event description:
The hospital reported that the unit failed the preoperative leak test. There was no report of patient involvement.